Event description:
The FDA's pre-use anesthesia apparatus checkout recommendation -aacr-1 was performed on a 4-year old aestiva/5 anesthesia machine -ge healthcare/datex-ohmeda, madison, wi- as a trauma pt arrived in the or. When the ventilator was checked as described in step 12 of the aacr, it was noticed that the anesthesia machine's ascending bellows was not returning fully to its initial position and continued to lose volume with each ventilatory cycle despite a fresh gas flow of 6 l/min. The bag-to-ventilator switch -btvs- was flipped to the manual ventilation mode position and the machine examined. Despite a visual check of the circuit, the seating of the soda lime canisters and the hoses, no source for the leak could be found. Flipping the btvs back to mechanical ventilation mode again, failed to reproduce the leak. In a hurry to begin but unwilling to induce anesthesia with a suspected variable leak in the ventilation system, the availability and functioning of a self-inflating resuscitator-bag was confirmed and one more attempt to troubleshoot was made. With the btvs set to manual mode there was no leak but on switching back to mechanical mode, the large leak reappeared. It was then noticed that the selector switch did not appear to be at its mechanical limit. After pressure was applied to the lever and it moved to its proper position, the leak disappeared. Having established the cause of the variable leak, confirming it could be corrected and that back-up equipment was available, we began the case and finished without incident. The machine was taken out of service following our case. Disassembly of the ventilator housing revealed a build up of viscous substance on the internal aspect of the ventilator mode selector switch that prevented it from reaching its mechanical limit and consequently the bag-side part of the double-hammer from excluding the bag from the circuit. We speculate the source of this material was the lubricant for the machine components or cleaning solutions used between surgical cases accumulated over time. Ge healthcare/ohmeda was informed of these machine failures. The written reply rec'd from the MFR refered the authors to the aestiva user reference manual, part 2, page 2-1 that states: "refer to the MFR's data if you have questions about a cleaning agent. Do not use organic, halogenated, or petroleum based solvents, anesthetic agents, glass cleaners, acetone, or other harsh cleaning agents. Do not use abrasive cleaning agents, such a steel wool, silver polish or cleanser. Keep all electronic parts away from liquids. Do not permit liquid to go into the equipment housing. Do not soak synthetic rubber parts for more than 15 minutes. Swelling or faster aging can occur. Only autoclave parts that are marked 134 degrees c. Or wash -mild detergent ph<10.5- -from ref manual, part 2, pages 2-2- this manufactuer's response was unexpected. The machine is intended for use in a clinical setting where it is expected to become soiled with biological material and halogenated anesthetic compounds will be spilled on it accidentally, which require cleaning. With the current design of the aestiva, it is not only possible but likely that with normal use these liquids will get into the ventilator housing since this housing is not sealed at the btvs.